Event description:
It was reported that the spinal cord stimulation (scs) patient experienced heat while charging. The physician determined that the implantable pulse generator (ipg) was superficially implanted. The patient underwent a revision procedure wherein the physician relocated the ipg to the abdomen. The patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced heat while charging. The physician determined that the implantable pulse generator (ipg) was superficially implanted. The patient underwent a revision procedure wherein the physician relocated the ipg to the abdomen. The patient was doing well post-operatively. Additional information was received and indicated that the ipg was replaced during the revision procedure.

Manufacturer narrative:
The ipg has now been returned however, the patient consent for product analysis was not received for the ipg; therefore, no physical or visual analysis of the product will be performed. However, labeling review was conducted. The labeling review revealed that the charger may become warm and should be handled with care and that charging could become ineffective at shallow depths. Observations from the field confirmed that the ipg was superficially implanted. The suboptimal placement of the ipg within the pocket caused the charger to generate more heat, resulting in the reported complaint thus the event was due to a failure to follow instructions. H3 other text : patient consent for product analysis was not received for the ipg; therefore, no physical or visual analysis of the product will be performed.